Event description:
It was reported that 1 year 8 months after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). Lesion 1 was 3.0mm, 99% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x28mm drug eluting stent in the target lesion. Lesion 2 was a 2.5mm, 90% stenosed portion of the 1st diagonal (1st diag). The physician treated the lesion with predilatation and successfully placing two taxus express2 8.8% (2.50x24mm & 3.00x16mm) drug eluting stents in the target lesion with a 2mm overlap. There were no complications. The patient was discharged the next day on plavix, aspirin and zocor. 1 year and 8 months after the initial procedure the pt required a tvr for diffuse in-stent restenosis. The physician successfully placed a co cypher stent in the 1st diag. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.